Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, there was one case of bacteremia treated without excision or abandonment. Product is terminally sterilized by a validated method and pcd's were found to be sterile post processing. The manufacturing records for lots, 0001742, 0001743, and 0001747 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Without information about the timing and source of the infection, the relationship of the infection to the hero graft device in dr. Wong's patient cannot be determined. Infection is a known potential complication listed in the hero graft instructions for use (IFU). The hero graft IFU contraindicates use of the hero device in patients with known preexisting bacteremia. In addition, instructions for screening blood cultures to rule out asymptomatic bacteremia and recommended antibiotic therapy are also provided in the IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, a patient developed bacteremia after hero graft implant.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, a patient developed bacteremia after hero graft implant.